Manufacturer narrative:
G4: 12mar2020. B4: 12mar2020. G3: report sources added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06mar2020 b4: (B)(6)2020. The replaced central processing unit printed circuit board assembly (cpu pcba) was returned for failure analysis. The reported complaint could not be duplicated during testing. No failures were identified. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jan2020. B4: 31jan2020. The patient's information could not be disclosed. No medical intervention was required as a result of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/10/2019.

Event description:
The customer reported that the back up alarm failed. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the central processing unit printed circuit board assembly to address the reported problem. The system fully meets specification and returned to use.

Manufacturer narrative:
MFR rec'd date: 19mar2020. Report date: 20mar2020. Received new information that the ventilator had to be changed out as a result of this event but there's no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.